Event description:
It was reported via remote monitor transmission that the right atrial (ra) lead was exhibiting high impedance and inconclusive capture when the patient presented unresponsive at the hospital. The patient was to have an electrocardiogram and be discharged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).